Manufacturer narrative:
Analysis of programming history.

Event description:
During review of programming and diagnostic history, it was observed that the vns patient¿s device was programmed to settings indicative of an interrupted system diagnostics test during an office visit on (B)(6) 2014. No patient adverse events were reported.